Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation, the trunk cable connector was broken. The root cause of the broken connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his belt connector kept coming off. The pt was issued a replacement electrode belt.